Event description:
Reporter alleged blood glucose measured 207 mg/dl back to back with a result of 67 mg/dl performed within 10 minutes of each other. It was reported customer self treated with dietary adjustments as a result however no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.